Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for left atrial tachycardia with a thermocool smart touch sf bi-directional navigation catheter and suffered a cardiac arrest requiring cardiopulmonary resuscitation (CPR), defibrillation, and a surgical intervention. Post-procedure, after the catheters were removed from the patient¿s body and the electrophysiologist left the procedure room, the patient arrested. No blood pressure reading registered. No effusion was detected. CPR was administered, patient was defibrillated, an impella left ventricular assist device (lvad) was inserted, and extracorporeal membrane oxygenation (ECMO) was initiated. Patient was reported to be in stable condition in the intensive care unit (ICU). Patient required extended hospitalization as a result of the adverse event due to lvad and ECMO management for cardiac support and left ventricular recovery. Patient outcome is unchanged. Medical history includes previous atrial fibrillation, recurring atrial tachycardia, and non-ischemic cardiomyopathy with an ejection fraction of 45%. Physician¿s opinion regarding the cause of the adverse event is that it was related to the procedure and the patient¿s history of cardiomyopathy.